Event description:
A customer contacted a beckman coulter rep and reported a problem they encountered with the fc500 (with stemcxp software) instrument. The customer indicated a ivd algorithm (locked protocol) was used to determine the cd4+ absolute count and the result was 10. The customer questioned this value and used the 7hpsca protocol (user modified algorithm, unlocked) to verify the cd34+ absolute count from the 7hpsca (statistical analysis section) was 27. While reviewing the flow page and statistics page printouts generated with the 7hpsca protocol, the customer discovered a discrepancy in the cd34+ absolute count results. The analysis results box on the flowpage displayed a cd34+ absolute count of 10. The statistical analysis section of the statistics page displayed a cd34+ absolute count result is 27. No additional event info was provided by the customer. Based on the available info, there was no impact to pt treatment.